Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received the following readings: 292 mg/dl, 97 mg/dl, 224 mg/dl, 260 mg/dl, 275 mg/dl, 280 mg/dl on her blood glucose meter. The difference in the readings was determined to be clinically significant. The test strips meter will be returned for evaluation.